Event description:
Int'l customer reported that a needle broke while suturing a hassan trocar into place. All needle fragments were retrieved. No adverse pt consequences were reported.

Manufacturer narrative:
Conclusion -the prod upon which this medwatch is based has been received, however, the prod eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.